Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the device was returned in good physical condition. Review of the event history log showed a "high pressure" alarm was recorded multiple times. The customer reported issue of ¿blockage alarm¿ could not be duplicated/confirmed. The root cause of the event was unable to be identified because no reported issue was replicated on the device. As a preventive measure, the downstream occlusion (dso) sensor was replaced. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a blockage alarm. The event occurred during patient use, and no patient harm reported.